Event description:
It was reported that the device was used during a laparoscopic colon resection procedure. On the 4th firing, the surgeon removed the safety, started to fire and the device locked up. There was brief noise at the beginning of this firing. The surgeon forgot about the reverse button, so he used the manual release lever to pull the knife back without incident. Another device was opened fired twice with no issues. The case was completed. There was no adverse consequence to the patient. The hospital eliminated this stapler so it is not available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes--brief noise at beginning of 4th firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Manual release lever was used to return the knife and device was opened. Surgeon was in-serviced. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? 1 month. Was there a recent conversion to ees devices in this account or with this surgeon? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.